Manufacturer narrative:
The customer did not return the suspected product for evaluation. Lot # 9aceg10a of the affected test strips as mentioned by the customer was invalid. Therefore, in-house test strips from lot # 9apeg10a were used to perform in-house testing along with the in-house contour next link 2.4 meter, which gave satisfactory performance. All readings obtained during in-house testing were properly marked as blood results. Lot # 9aceg10a as originally indicated in section d4 of the initial report is invalid. Based on the clarification received, the correct lot # involved in this event is 9apeg10a. Section d4 has been updated with this information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. An in-house testing was performed using the using the returned meter with in-house contour next test strips from lot # 9apeg10a, which gave satisfactory performance. All readings obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer reported that she performed blood testing with the contour next link 2.4 meter and obtained a reading of 4.6 mmol/l. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. The customer was experiencing symptoms of hypoglycemia such as feeling sick, thirsty and tired. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.